Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the anvil could not be attached to the trocar during use. The anvil of the 1st device was attached to the trocar of 2nd device and used to complete the case. There were no adverse consequences to the patient. No further information is available.